Event description:
Medtronic received information regarding an axium framing coil that detached prematurely. It was reported that the coil and all accessory devices were prepared as indicated in the instructions for use (IFU). During the procedure the coil separated from the pushwire but was able to be removed from the patient's body with the pushwire. No other intervention was required. It was noted that there was friction during delivery of the coil. The physician had repositioned the coil and rotated with delivery pusher. No attempt had been made to detach the coil. The coil was replaced to continue the procedure. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the axium prime coil was returned for analysis. The axium prime pusher actuator interface (ai) was found detached/loose from the coupler tube. The pusher hypotube break indicator (hbi) was found intact. No bends or kinks were found with the pusher. The release wire coin was found pulled back from the lumen stop and the implant coil was detached. The detached implant coil was not returned. The pusher shield coil was found broken. Based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in catheter¿ report could not be confirmed. Possible causes of ¿coil resistance/stuck in catheter¿ include use of an incompatible catheter, lack of hydration before procedure, user does not maintain a continuous flush, tortuous anatomy, or damage or kink to pusher. No damage was found with the pusher that would have contributed to the resistance. Information regarding patient vessel tortuosity, use of a continuous flush, was not provided. The axium prime coil was prepared prior to use which includes hydration. The (stryker) excelsior sl-10 micro catheter used in the event was not returned. Therefore, an analysis could not be performed. As per an online source, the excelsior sl-10 micro catheter has an inner diameter (ID) of 0.0165¿. As per the IFU, the axium prime coil should only be delivered through a microcatheter with a minimum inside diameter of 0.0165¿¿0.017¿. Therefore, the excelsior sl-10 micro catheter was found compatible for use with the axium prime coil. The cause of the reported resistance could not be determined. Regarding the customer¿s report of ¿premature detachment¿, the issue was confirmed. Possible causes of ¿premature detachment¿ include tortuous anatomy, coil is not retracted in a one- to-one motion with the implant pusher during repositioning, pusher rotation, user advances the coil against resistance, or damaged pusher. Information regarding patient vessel tortuosity was not provided. As the ai was found detached/loose this indicates an attempt to detach the implant coil using the instant detacher (ID). However, it was reported there was not attempt made to detach the implant coil. It is likely the rotation of the pusher, repositioning of the implant coil, and the reported resistance contributed to the premature detachment issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.